Event description:
It was reported that the user experienced prolonged high blood glucose following an infusion set change, with the device displaying ¿high¿ readings and alerts for levels above 300 mg/dl for over 90 minutes; the user was using a 6 mm, 23-inch cannula set, removed the site without visible abnormalities, and replaced the infusion set at a new body location. Symptoms included thirst. Outcomes included no use of backup therapy, no ketone testing, no medical intervention, no assistance from others, and no hospitalization. Investigation included complaint handling, user counseling on infusion site replacement and site rotation, and follow-up confirmation that blood glucose levels decreased after the site change. Investigation of this case revealed that the specific cause of hyperglycemia remained unclear, and device malfunction was not confirmed based on the successful resolution after site replacement. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.